Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: degenerative disc disease, stenosis levels implanted: l3/4 it was reported that post-op, interbody fusion device partially fractured upon impaction which was indicated by post op images. No patient complications occurred as a result of the event.